Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13i23057 and h14b18010 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in 2014, the patient experienced peritonitis. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown, but was reported by the pt to be due to eating lettuce and the bacteria ¿got into the peritoneum.¿ it was not reported if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was not reported if the patient was recovering or had recovered from the peritonitis event. It was reported that dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3.